Manufacturer narrative:
The gore® dryseal flex introducer sheath instructions for use (IFU) states in the caution section: do not continue advancement or retraction of the catheter or other device into or out of the sheath if there is resistance. Determine the cause of resistance before proceeding.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician met resistance while advancing a gore® dryseal flex sheath (dsf1833/[(B)(4)] 18069588), however he was eventually able to advance the flex sheath where it was needed. After the gore® excluder® aaa endoprostheses were implanted successfully, the physician ballooned the entire graft. The patient became unstable and experienced a cardiac tamponade. The physician opened the patient and found the patient was bleeding from the lumbar arteries, he believes that during the procedure calcium became dislodged and lacerated the iliolumbar artery which extended into the aneurysm sac. The physician chose to explant the gore® excluder® aaa endoprostheses and perform an open repair. The patient tolerated the procedure.